Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that suddenly it was rebooted, and the alarm went off. The event occurred during priming at the facility. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
Received one device. Visual inspection found no physical damage or defects noted on device. Review of event history log and functional tests were performed to confirm reported issue. The reported issue was caused by transient program error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.